Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for investigation. The exact cause could not be conclusively determined. As the checking of the manufacturing record of the same lot, there was nothing abnormal detected. A supplemental report will be submitted, if additional and significant information becomes available at a later time. This report is being submitted as a medical device report in an abundance of caution.

Event description:
It was informed that the loop got stuck between the loop hunger and the cutter of the subject device during a polypectomy. The doctor couldn't remove the subject device, therefore, the doctor inserted another scope to the patient and separated the subject device from the loop. The patient was given more sedation than normal but the patient is in good condition now.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the evaluation of the returned device. The subject device was returned to olympus medical systems corp. (Omsc) for investigation. The investigation confirmed that the loop was hold out of the loop hanger. After the loop was removed, it was operated smoothly. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. Based on the investigation of the subject device, omsc concluded that the loop was caught in the loop cutter, because the user pulled the slider without positioning the loop vertically to the blade. The instruction manual of the subject device warns; do not try to cut the loop that is not positioned on both edges of the loop hanger as plumb as possible for the blade. It may make cutting the loop impossible, or result in the loop getting caught in the distal end of the instrument, which could make it difficult or impossible to remove from the patient. In this case, use pliers to cut the insertion portion of the instrument where it extends from the biopsy valve of the endoscope. Remove the endoscope from the body, then reinsert the endoscope and cut the loop with a spare loop cutter. This report is being submitted as a medical device report in an abundance of caution.